Event description:
Litigation alleges that patient has experienced hip pain, an inability to put weight or pressure on her right leg, difficulty walking and her right hip pops and cracks when she bends over.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 07/22/2013 - sales rep reported patient underwent reivison. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
Additional information: depuy still considers this investigaton closed.

Manufacturer narrative:
Update - (B)(4) 2012: plaintiff's preliminary disclosure form was received. There is no new information that would change the outcome of the investigation.